Event description:
Dealer states he gets missing the compact at power up. Dealer has described the compact joystick on the chair, and it has wires pulled out of it. Probably the compact joystick is defective. Chair did not original come with a compact joystick, dealer is not aware of then change was made.